Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed as there was a rod pull out. During a review of investigation findings from the (B)(6), it was identified that the rod was found to have surface scratching, wear, galling and mechanical damage. No patient adverse event was reported.